Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual and microscopic inspection revealed that the patient adapter was damaged. Marks were observed on the outside of the luer indicative of tool use. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The cause of the damaged patient adapter was determined to be due to tool use. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned uv-flash solution transfer set, a damaged patient adapter was identified. There was no patient involvement as this was found during evaluation. No additional information is available.